Event description:
10/17/2000-fenwal quality dept was notified of an alleged transfusion reaction of a split platelet product. Fenwal reqested and received the following details for this event on 10/23/00. The pt was undergoing chemotherapy treatment for leukemia. Prior to transfusion the pt's temperature was 99 f. Thirty minutes after transfusion the pt experienced rigors and a spike in temperature (101.3 f). The pt was treated with antibiotics and dopamine and recovered. The remaining platelet product was sent to the laboratory in which two stains of staphylococcus epidermidis were identified. Pt info: pt with acute mylocytic leukemia. Pt received tylenol and benadryl prior to transfusion. Pt was undergoing chemotherapy; medications not specified. Donation info: repeat apheresis donor. Donation date: 2000. Total time was 51 minutes. Total "wb" processed 3051ml. Total "acd" used 328ml. Whole blood to "acd" ratio 10:1. Total volume of platelet product not specified. Uneventful donation. This product was not a split platelet product. Apheresis facility investigation: ethylene-diamine-tetraacetic acid retention tube from the donation kept at apheresis site was negative for gram stain. Investigators internal to this customer evaluated the component processing site and found no potential causes that could contribute to this event. The apheresis medical director indicates that this transfusion facility routinely uses bedside filters for all of the platelet pheresis products they transfuse, regardless of leukoreduction quality. Platelet environmental chambers were maintained at 20-24 c. Apheresis site requested fenwal's assistance in their investigation.